Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5400 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified intermittent erratic ise results. The service documentation revealed an issue with the reference valve and tubing connector. The fse replaced the valve and tubing connector which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified an issue with the reference valve and tubing connector which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The customer reported ongoing issue with ion-selective electrode (ise) cell 2 described as poor precision and slopes. There was no report of death or injury.